Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include kinks, leaks or blockages. The IFU offers further guidance. Incorrect lot number has been provided, preventing a review of the device history. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, channel of the renasys channel drain device is blocked. No case involved; therefore, no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.